Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6). (B)(4).

Event description:
It was reported that during use right ventricular (rv) lead fractured. It was also reported that the rv lead warning triggered, and the lead exhibited high impedance, and undersensing. The rv was capped, remains in the patient, and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.